Event description:
The manufacturer received information alleging a "service required" alarm condition occurred. The device was returned to the manufacturer service center for evaluation. During the evaluation of the device the error code e-349 was located in the error log- the interface was replaced to address the issue. There was no harm or injury reported. In addition to the above findings, it was also determined that there was cosmetic damage to the bottom enclosure, so it was replaced. During a ready for testing run the device alarmed service required. Upon a recheck, error logs e-197 was present and the internal battery was replaced to address the issue. No other information has been received however if additional information is received a supplemental/follow up will be sent.